Manufacturer narrative:
Other relevant device(s) are: accessory kit bi71000122 mvs ethernet. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the mvs ethernet bulkhead connector. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the imaging system was unable to communicate with the navigation system. This issue was noted outside of a procedure, and there was no patient involvement.